Manufacturer narrative:
Additional information received there was no injury that occurred. This is a follow up report for this additional information. Investigation results: the repair center replaced these parts: pixi rear part , battery aaa - rechargeable, propex hook. Failure mode: incorrect measurement root cause: defective battery - damaged connector (wear or shock) conclusion code: indeterminable FDA coding that was initially reported in the initial report for health effect- clinical code is being corrected from code 4580 to 4582. This is a follow up report to correct this code. FDA coding that was initially reported in the initial report for health effect- impact code is being corrected from code 4648 to 2199. This is a follow up report to correct this code.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a propex pixi eur gave incorrect measurements. The outcome of this event is unknown as of this MDR. Further information requested.